Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The blood glucose was 170 mg/dl. The customer unable to clear alarm and insulin pump rewind. Customer reported that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a35 during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to a35 alarms.